Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The bin log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.